Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. This causes the grasper to not hold tissue and the tips to be misaligned. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the force bipolar instrument would not hold tissue and was found to have a misaligned tip. The procedure was completed with no reported injury.